Event description:
The blood glucose monitoring device is reading outside the range of the meter. It was reported meter read 801 mg/dl and then 500+ mg/dl. Reporter stated thinking the meter may have been read upside down since when looking into the memory, result was 108 mg/dl; however, customer alleged seeing the 801 mg/dl result on the screen. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.